Manufacturer narrative:
The manufacturer conducted a review of the complaint details and available device data. Device data does not show hyperglycemia on the reported event date; however, cgm data was not available for the complete day. Based on the user¿s report, the hyperglycemic event was likely associated with an interruption in insulin delivery, potentially due to a bent cannula or failure along the fluid pathway. Review of the device logs indicates the ilet was operating as intended, with insulin delivery requests occurring at regular intervals unless cgm readings were unavailable. Alerts were triggered appropriately and were acknowledged by the user. No product was returned for evaluation; therefore, physical inspection of the infusion set or device could not be performed. A definitive root cause cannot be established.

Event description:
On (B)(6) 2026 the reporter reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 550 mg/dl while connected to the ilet device following use of an inset 6mm 23in infusion set. The user was transported to the hospital where the user was treated with fast acting insulin and discharged (B)(6) 2026. On (B)(6) 2026 the user returned to the hospital and was diagnosed with bleeding in the skull and treated; the user has since improved with no long-term health effects reported.